Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 13 december 2017: subsidence of a collared cementless stem during the first year in primary tha. The radiograph supplied does not allow a correct evaluation. It may be surmised that undersizing of the stem contributed to the subsidence, but no conclusion can be drawn with the documentation at hand. Batch review performed on 14 december 2017: (B)(4).

Event description:
The patient came in complaining of instability. The surgeon determined that the stem was loose. The stem had subsided over time. No trauma was reported.